Manufacturer narrative:
At this time we are unable to determine the root cause of the reported incident. However, the local distributor was allowed to view and inspect the lift and evidence was found indicating that routine maintenance was not performed on the lift, which may have been a contributing factor in the cause of the reported incident.